Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. Review of the device history record indicates that all process steps were documented and completed successfully and all sterilization requirements were met.

Event description:
Pt with a unicondylar knee implant developed an infection.